Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital for a scheduled device change-out. Prior to the procedure loss of capture was observed on this right atrial (ra) lead. A chest x-ray revealed that the lead was dislodged. This ra lead was surgically abandoned during the scheduled procedure. No additional adverse patient effects were reported.